Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996usqsjhzb1 hardware: sm-g996u cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site on the abdomen after an unspecified duration of pod wear, which subsequently progressed to an infection. The patient stated that the infusion site exhibited redness, swelling, and the formation of a large welt that was hard and painful to the touch. The patient consulted a healthcare provider at an urgent care facility and was diagnosed with an infection. The patient received antibiotic treatment (cephalexin 500 mg) and reported that the condition resolved within approximately one week following antibiotic treatment, leaving only a small knot under the skin that is no longer painful.